Event description:
The customer stated they were unable to calibrate the clinical chemistry alkaline phosphatase assay when reagent lot 71628un10 was in use. The customer tried different kits from the same lot, however, the same failure was observed. No discoloration or particulate was observed in kits of the suspect reagent lot. The customer performed various troubleshooting procedures which did not resolve the issue. The customer was able to achieve a successful calibration when a new lot of reagent was used. There was no impact to patient management.

Manufacturer narrative:
(B)(4): contamination during use. The cause of the clinical chemistry alkaline phosphatase reagents failed to calibrate/generate results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers to inform them to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.